Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was suspected to have been caused by a connect failure in the device.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that during use, both the reference and the probe became unable to be recognized. A ¿localizer not connected¿ message was displayed. The product was used after rebooting. There was no delay due to this issue, and there was no impact on patient outcome.